Manufacturer narrative:
The device was not returned for analysis. An event of death, bradycardia, perforation, and cardiac tamponade was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The event and imaging was reviewed by an abbott senior director of medical affairs. Based on all available information, causes for the reported bradycardia, perforation, and cardiac tamponade could not be conclusively determined. The reported death appears to be related to the cardiac tamponade. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve (sn: (B)(6)) was selected for implant using a small flexnav delivery system (ds) (lot: 10441074). At the beginning of the procedure it was noted that a temporary pacemaker was placed on the right side of the heart. The pacemaker was turned off after pre-dilatation was performed. During the procedure, when the ds was inserted into the right femoral artery, the radiopaque tip and inner shaft had become bent. The system was removed from the patient and the navitor valve was loaded into a new small flexnav ds (lot: 10458760). The new system was then inserted and while the navitor was at 70% deployment, the patient experienced severe bradycardia followed by cardiac arrest. The valve was implanted and resuscitation maneuvers were performed returning the patient to their normal pacing. The sonographer then diagnosed a right ventricular perforation and bleeding on the right side of the heart leading to cardiac tamponade. The patient experienced another cardiac arrest and passed away in the intensive care unit (ICU). The physician alleges the caused to be due to the temporary pacemaker.

Event description:
It was reported that on 03 feb. 2025, a 25mm navitor valve (sn: (B)(6)) was selected for implant using a small flexnav delivery system (ds) (lot: 10441074). During the procedure, when the ds was inserted into the right femoral artery, the radiopaque tip and inner shaft had become bent. The system was removed from the patient and the navitor valve was loaded into a new small flexnav ds (lot: 10458760). The new system was then inserted and while the navitor was at 70% deployment, the patient experienced severe bradycardia followed by cardiac arrest. The valve was implanted and resuscitation maneuvers were performed returning the patient to their normal pacing. The sonographer then diagnosed a right ventricular perforation and bleeding on the right side of the heart leading to cardiac tamponade. The patient experienced another cardiac arrest and passed away. The physician alleges the caused to be due to the temporary pacemaker.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve (sn: (B)(6)) was selected for implant using a small flexnav delivery system (ds) (lot: 10441074). At the beginning of the procedure it was noted that a temporary pacemaker was placed on the right side of the heart. The pacemaker was turned off after pre dilatation was performed. During the procedure, when the ds was inserted into the right femoral artery, the radiopaque tip and inner shaft had become bent. The system was removed from the patient and the navitor valve was loaded into a new small flexnav ds (lot: 10458760). The new system was then inserted and while the navitor was at 70% deployment, the patient experienced severe bradycardia followed by cardiac arrest. The valve was implanted and resuscitation maneuvers were performed returning the patient to their normal pacing. The sonographer then diagnosed a right ventricular perforation and bleeding on the right side of the heart leading to cardiac tamponade. The patient experienced another cardiac arrest and passed away in the intensive care unit (ICU). The physician alleges the caused to be due to the temporary pacemaker.

Manufacturer narrative:
Correction: a3.